Event description:
A company representative, on behalf of a user facility, reported to olympus two incidents of breakage that occurred while using the pk cutting forceps, 5mm, 33cm. This patient's procedure was a therapeutic hysterectomy. The procedure was delayed 30 minutes; it was stated that there was no deterioration in the patient's health state due to the delay. The part that fell inside of the patient was retrieved using laparoscopic forceps without causing any injury to the patient, nor leaving any fragment/ part inside. The procedure was completed with a non-olympus forceps. It was stated that the defective forceps was not used to push organs nor any structure during the procedure, and that the users have been using the forceps for five years and consider themselves experienced with its use. There was no error on the generator. The patient experienced no injury or harm. Patient identifier (B)(6) is for the first instance of breakage. Patient identifier (B)(6) is for the second instance of breakage.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: the device returned for evaluation was model #pk-cf0533 and lot #fr263142 respectively. It was confirmed that one of the two jaws was broken-off. The insulation was also partially separated in several locations. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the reported issue (broken jaw) was found to be linked to a specific jaw lot. A CAPA (CAPA-201438) was opened, and a stop shipment was initiated due to the investigation findings. The event can be detected/prevented by following the instructions for use (IFU) which state: "during the procedure, check the device and cord/cable regularly for damage. Inspect devices immediately upon removal from the patient for any signs of breakage or fragmentation. If the device is damaged, retain it to assist with the manufacturer¿s analysis of the event. Do not leave device fragments in the patient." This supplemental report includes a correction to d4, d9 and h3 from the initial medwatch. Also, additional information has been added to h4. Olympus will continue to monitor field performance for this device.